Event description:
It was reported to synthes (B)(4) that during an inferior vertical ramus osteotomy (ivro) procedure with the e-pen trial system, three oscillating saw blades were used and two blades broke. The broken parts were retrieved without incident. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(6) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplement MDR. Lot number reported could not be verified by synthes. A review of synthes device history records for manufacturing revealed no complaint related issues. The visual evaluation of the device revealed the saw blades were broken off at the crossover to the shaft. The visible damages and stress marks at the broken saw blades indicate that the blade came in contact with any hard resistance, which can create a mechanical overload and finally such a breakage of the blade. The fracture face is homogenous which indicates material conformity. Based on the condition of the returned device the cause of the event is unable to be determined.